Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement procedure due to eri, a test shock was performed before implantation. Test shock failed due to an error message of possible damage in the output circuit. Lead damage was suspected. Lead was capped and replaced. Patient's condition was good before and after the procedure.

Manufacturer narrative:
Correction: physician¿s name is (B)(6).